Manufacturer narrative:
Physio further evaluated the device. It was determined that the cause of the reported issue was due to a missing battery pin. Physio replaced all battery pins. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off automatically twice during a training. There was no patient use associated with the reported event.